Event description:
The patient was implanted with a vented electric left ventricular assist device in 2001. Thirteen months later, the patient was at home on battery power when their lvad started to alarm. The patient changed their batteries; however, the lvad continued to alarm red heart and yellow wrench. The patient commenced pneumatic actuation of the lvad via the hand pump. The patient passed out, but prior to passing out, pt or pt's family member had contacted ems. The patient's family member continued to hand pump the lvad util ems arrived. The patient was taken to an outlying hospital trained in lvad operation. The patient was then transferred at a later date to the implanting hospital. The hospital could not get the lvad to actuate and used a stethescope to listen to lvad. The hospital reported hearing grinding noise cominig from the lvad and suspected possible motor malfunction/wear. The patient was immediately placed on pneumatic back up operation. Art line started and indicated there is some native ejection. The patient was hypertensive upon arrival. The patient was intubated and in critical condition. The patient had a stroke and died 8 days later.